Event description:
Additional information was received from the patient. They reported that the cause of feeling stimulation down leg was from the stimulator and not use error. The settings were too high. The tingling occurred to inner (medial) left thigh and medial at calf with advances of stimulator from 0.6 up to 0.7/0.8 and probably higher. The issue is not resolved and occurs with sitting occasionally. Usually with advance higher of stimulator. The stimulator is for s3 which does not go to the leg. S1, s2, go to the leg and foot but not s3. May be an over-flow from s3 to nearby nerve roots especially s2. The issue was not resolved but no further action would be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient reported gradually over the last 10 days or so their symptoms have returned. Patient has been urinating multiple times a day and can still control the urine but having leakage which the were previously not having. The doctor put it on program 1 at .7 and patient could feel it in the thigh and calf and the doctor could not explain why. The patient themselves is a neurologist and stated they believe it is not normal to feel stimulation down the leg with sacral nerve stimulation. Patient changed programs to program 2 with amplitude at 0.8. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.